Event description:
It was reported that an ultrathane mac-loc locking loop biliary drainage catheter separated. The device was placed on (B)(6) 2025 for biliary drainage. About a week later, the catheter "snapped" inside the patient. The proximal end of the device was removed; however, the distal portion of the catheter was retained in the patient. No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name - additional common device names: gbo catheter, nephrostomy, lje general & plastic surgery; catheter, nephrostomy. D2b - procode - additional procodes: gbo; lje. E1 - customer (person): phone: (B)(6). E3 - occupation: interventional radiographer. H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 22may2025 regarding this event. The patient activity level is unknown. The drain separated at the radiopaque band near where the drainage holes begin. A customer x-ray image showing the separation was provided. There is no plan to remove the separated portion as it was passed naturally by the patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6: annex f. Investigation ¿ evaluation. It was reported that an ultrathane mac-loc locking loop biliary drainage catheter separated. The device was placed on 21mar2025 for biliary drainage. About a week later, the catheter "snapped" inside the patient. The proximal end of the device was removed; however, the distal portion of the catheter was retained in the patient. The patient activity level is unknown. The drain separated at the radiopaque band near where the drainage holes begin. A customer x-ray image showing the separation was provided. There is no plan to remove the separated portion as it was passed naturally by the patient. No other adverse effects were reported for this incident. Reviews of the documentation, including the complaint history, device history record, quality control procedures and instructions for use (IFU) for the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. Associated subassembly lots revealed one relevant nonconformance, in which all the nonconforming devices were scrapped. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the current instructions for use [IFU__multi2_rev1] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of the dmr, IFU, and DHR suggests that the device was manufactured to specification and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. While it is possible that the catheter experienced excessive force or tension while in the patient, it cannot be verified. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.